Event description:
The report we received from our affiliate indicated that the patient was treated for a 23mm calcified lesion at the proximal left anterior descending artery (lad). The vessel was predilated with a 2.75 x 15mm balloon at 6 atm for 30 seconds. A 3.0 x 23mm cypher stent was implanted at 12 atm for 20 seconds. The stent was not post-dilated. About a month after the index procedure, the patient complained of chest pain. Coronary angiography (cag) was conducted and a thrombus was observed inside the implanted cypher. The thrombus was treated with aspiration and administration of cilostazol. Distal to the initially implanted cypher, there was 75% stenosis, and there was a possibility of a plaque rupture. This lesion was de novo, calcified and type b2 (aha/acc classification). The lesion length was 19mm and vessel diameter was 3.1mm. To treat this residual stenosis, balloon angioplasty was performed with a 2.5 x 20mm balloon at 6 atm for 30 seconds. Then, a 3.0 x 23mm cypher was implanted at 12 atm for 30 seconds distal and overlapping the initial cypher. The stent was post-dilated with a 3.5 x 8mm balloon at 20 atm for 20 seconds. Timi flow before the procedure was 0 and 3 after the procedure. The residual stenosis was 0%. About a month after the first event, the patient returned to the hospital with an acute myocardial infarction (ami). Cag was conducted and a thrombus was observed in the implanted cypher. To treat the thrombus, aspiration and balloon angioplasty was performed. A 3.5 x 18mm cypher was implanted at the proximal end of the previously implanted cypher.

Manufacturer narrative:
The physician indicated that the patient previously developed a thrombotic event when the rca was treated, so the first thrombotic event is probably due to the patient's constitution and the cypher stent being under-dilated during implantation due to calcification. The physician also indicated that the cause of the second thrombosis event was probably due to the patient's tendency to thrombosis. Regarding the index procedure, it was elective and the lesion treated was an in-stent restenosis. The restenotic stent was a bare metal stent of unknown brand name. Aha/acc classification of the vessel was type b2. The lesion length was 23mm and vessel diameter was 3.0mm. There was untreated lesion distal to the implanted cypher, which had 75% stenosis, but was not treated because it was a diffused lesion. Ivus was not conducted. Timi flow before and after the procedure was 3. The residual stenosis was 25%. This is one of two products used in the same patient and reported under manufacturing report numbers 9616099-2006-00963 and 9616099-2006-00965. Additional information will be submitted within 30 days from receipt.